Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she had a bad fall about 2 weeks ago and skinned her knee. Patient was able to use the pp and verify stimulation is currently on and set on program 3 @ 7.5. Patient increased stimulation to 7.8 which is comfortable sitting and standing but when walking patient has sudden urgency. Patient stated she had a sudden return of urgency. Once patient mentioned the fall about 2 weeks ago patient stated it may have been more of a gradual return of urgency. There were no further complications reported regarding the event.